Manufacturer narrative:
The exact event and explant dates are unknown.

Event description:
It was reported that the patient experienced urethral erosion as a result of urinary catheter placement in (B)(6) 2020. The previous artificial urinary sphincter was removed in (B)(6) 2020. The physician does not believe that the aus caused or contributed to the erosion. A reimplant surgery was performed to implant a new aus. The patient recovered.